Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the hf (high frequency)-resection electrode when used with the working element no longer worked in bipolar or monopolar mode. The issue was realized while already in the patient¿s bladder. The connections had been checked and changed twice but nothing helped. After a while, a loud noise was heard, and the black part used to remove the handle jumped with a small jet of spark. The loop seemed to have been crushed and the handle to have failed. The device did not fall off inside the patient and there was no medical intervention needed. The issue occurred during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the suggested event was caused by improper handling (incorrect combination) by the user. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.